Event description:
Additional information was received on 04feb2022: the procedure was completed with another ncompass nitinol tipless stone extractor.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. Additional information: b5. Description of event: as reported, during an unspecified procedure, an ncompass nitinol tipless stone extractor was tested prior to making patient contact and it was discovered that the handle moved, but the basket did not work with the handle. The procedure was completed with another ncompass nitinol tipless stone extractor. The patient did not require any additional procedures due to this occurrence. There were no adverse effects on the patient due to this occurrence. Investigation ¿ evaluation: a document based investigation was performed including a review of complaint history, device history record, the instructions for use, manufacturing instructions, and quality control data. The complaint device was not returned; therefore, no physical examinations could be performed. However, a document based investigation evaluation was performed. There is no evidence to suggest the product was made out of specification. No photos were provided. A search of our north american distribution center (nadc) database found all devices from the reported lot had been shipped. No similar product from the same lot was available for investigation. A review of the device history record found no non-conformances related to the reported failure mode. A complaint history search found two other complaints have been reported for this lot. None of the 3 complaints had devices returned for investigation. It was not possible to determine if there was a common cause for the 3 complaints that would indicate a possible issue with other devices from the lot. Because there were no related non-conformances, adequate inspection activities had been established, and there was objective evidence that the DHR was fully executed, it was concluded that there was no evidence that nonconforming product exists in house or in the field. The instructions for use (IFU), provides the following information to the user related to the reported failure mode: precaution: enclose the device in the sheath before removing from the tray/holder. Precaution: do not use excessive force to manipulate this device. Damage to the device may occur. A review of relevant manufacturing documents was conducted. It was concluded that the device aspect in question was visually/functionally inspected by quality control and no related gaps in production or processing controls were noted. The complaint device was not returned. There were multiple possible causes for the reported issue of the basket not functioning. Without the device available for investigation, the cause could not be determined. Per the quality engineering risk assessment, no further action is warranted. Cook will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
PMA/510k # ¿ exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
As reported, during an unspecified procedure, an ncompass nitinol tipless stone extractor was tested prior to making patient contact and it was discovered that the handle moved, but the basket did not work with the handle. No section of the device remained inside the patient's body. The patient did not require any additional procedures due to this occurrence. There were no adverse effects on the patient due to this occurrence.